Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to bladder neck hypermobility. It was reported that patient underwent mesh revision in (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring. It was reported that the patient underwent mesh revision/removal due to pain and extrusion.(B)(4).